Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) dropped its battery longevity from 11 years to 8 years then 6 years in just 1 month from device implantation. Boston scientific technical service (ts) explained device longevity at implant until battery data can be collected and the impact of atrial fibrillation (af) on device battery. Ts then referred patient to physician. This device remains in service. No adverse patient effects were reported.